Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient presented with preoperative diagnosis of s/p l4-l5 and l5-s1 posterior lumbar inter-body fusion with peak cages and percutaneous screws with broken s1 pedicle screw. Patient underwent removal of right l4 through s1 screws and rods and right l4-l5 posterior lateral fusion with rhbmp-2 and bone matrix.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.